Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump and catheter were both removed on (B)(6) 2014. The patient initially went to the hospital (B)(6) 2014 and spent 22 days in and out of the hospital (not consecutive). The pump therapy was giving the patient bad heart rhythms (asystole) when it was first implanted. A cardiologist came in and the next day the patient was rushed to the hospital and was going to have a pacemaker put in, but the patient told them to stop as she never had issues with her heart. The patient had two episodes with her heart rate in the 30¿s and 40¿s. Two days later after being implanted, the health care provider went in and took the catheter out from the intrathecal space. Right after the procedure, the patient¿s heart stopped twice. The patient was put on atropine and every 40 minutes to 3 hours was given medication. It was reported the patient¿s heart rate was still going down, but it was later reported the atropine made the patient¿s heart rate go up. Two days after the procedure, the surgeon did emergency surgery in the patient¿s intensive care unit (ICU) room where only the catheter was removed from the intrathecal space. The pump was turned to the lowest rate. An electrocardiogram (EKG) and sonogram of the heart were done and everything was fine. The following monday the patient was out of the ICU and went to a step down floor. The patient wore a holter monitor and left the hospital to check her heart with no issues found. Two to three weeks later the patient complained of pain when she went in to get the staples removed from the incisions. The patient had pain from where the catheter was coiled up in her back. When they went to remove the staples from her back it hurt a lot and pus started coming out. The health care provider found out the patient had an infection. The infection got worse overnight before surgery was started. It was not only in the back where the catheter was but also in the front where the pump was. Instead of taking out the staples, the health care provider had to set up an emergency surgery to remove the catheter the following day. When they went to remove the catheter, the patient had redness and pus from the front where the pump was at and they had to remove the pump too. The patient¿s pump and catheter were removed on (B)(6) 2014 and she was put on antibiotics after cultures were taken. Two days later it was determined the patient had mycobacterium fortuitum, which the patient was told was part of the tuberculosis family. The patient had to go back in for 8 days for intravenous antibiotics because the infection was so bad the patient had to also have 2 blood transfusions. The patient was on four antibiotics, one right after the other. It was noted that it ¿could have killed her¿ and the patient was thankful the infection didn¿t get into her blood system and was only in the local area where it showed. At the time of the report the patient had ¿no idea¿ where the pump was. It was not known if the patient could later receive an implant again. It was noted the pathology lab at the hospital never got the pump and only received the catheter. The patient was being prescribed pills by her health care provider. It was noted the medication (dilaudid) was going to be changed to see if it would work with the heart. The patient outcome remained unknown at the time of the report.

Event description:
It was reported syncope started within minutes after implant.. The EKG showed frequent pauses in the heart beat lasting as long as 12 seconds at a time. The patient was monitored through the night. The pump was turned to minimum rate that evening. The frequent heart stoppages persisted through the night, but had lessened in length by the following morning. The patient had never had a cardiac work up prior to implant, so it is unclear whether the implant was related to these heart stoppages, or if they were found coincidentally following the surgery. The patient status at the time of the report was noted as alive, no injury. On 8/26/2014 additional information received reported other medications at the time of the event were 120mg/day of morphine and 4mg dilaudid 6x per day for breakthrough pain. The cause of the symptoms was not determined. The catheter was pulled the following (B)(6) as a diagnostic step. The heart pauses lessened and stopped following the catheter removal. It did not appear related to programming and the removal of the catheter appeared to have helped resolve the heart issue, however, the mechanism was not clearly understood. The pump remained implanted, but the catheter was removed from the intrathecal space. The pump was used to deliver dilaudid.

Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.